Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. A visual examination of the complaint unit was carried out. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft and sheath were inspected. Green fibers were noted on the distal coil of the drive shaft, no other issue was noted. The burr was microscopically examined and the annulus of the burr was found to be misshapen and damaged. A scratch test was performed to confirm if the returned burrs cutting action was acceptable. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact with the side of the blade was noted. This confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 19apr2016. It was reported that difficulty in platforming occurred. A 1.25mm rotalink plus was selected to be used. During preparation, it was noted that the burr did not platform correctly. The procedure was completed with another of the same device. No patient complications reported. However, device analysis noted green fibers on the distal coil of the drive shaft.